Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. Upon initial inflation attempt, the delivery balloon burst at 6 atm. The stent was fully expanded at the target lesion site. During withdrawal of the sds, the distal balloon marker band broke off and embolized within the coronary vasculature. A second guidewire was inserted and unraveled during attempts to retrieve the marker band. The balloon marker band was successfully retrieved with a third guidewire. There were no clinical sequelae reported relative to the event.